Event description:
Four months after treatment with bovine collagen nodules began to form at upper lips and nasolabial treatment sites. The physician prescribed oral antibiotic. The patient presented with abscesses at treatment sites. The skin test site was noted to have turned dark at the time the abscesses appeared.